Event description:
The healthcare professional reported that the pt's implant extruded. The device was explanted. During the same surgical procedure, the surgeon drilled out the pt's ossified cochlea and implanted a new device. The pt healed well.